Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed as the returned plunger indicated a successful suture deployment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported needle to cuff miss cannot be determined as the returned plunger indicated a successful suture deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a neuro intervention(aneurysm) procedure with an 8f sheath. Reportedly, with both devices, a cuff miss occurred since no suture was found upon plunger removal. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.